Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed due to a defective u1004, u1005, and r46 components on the computer/analog board, causing fault. Upon investigation, the monitor was displaying a service code 210. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing due to functional issue.